Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/07/2024, a sales representative reported via (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer drive shaft were welded together. While reaming the glenoid, the angled reamer driver shaft was welded together with the angled reamer sleeve. This caused the surgeon's wrist to suddenly twist, making the reaming difficult. The case carried on and was completed successfully with a different reamer sleeve and driveshaft.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.